Event description:
After access and advancement of the wire under fluoro, it was noticed that at the wire marker, there seemed to be a problem with the wire, this was at the level of the abd aorta. The wire buckled and would not advance. Another wire was used with no problems.